Manufacturer narrative:
H6: per a review of the complaint file, omitted a0401 and added a0404.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via right axillary surgical access in a 44-year-old male for acute myocardial infarction/cardiogenic shock (ami/cgs). The society for cardiovascular angiography and interventions (scai) shock stage d. No additional past medical history provided. The patient underwent escalation of care from impella cp. The impella 5.5 device was successfully implanted without issue. During closure of the axillary pocket, blood was noted coming from the red plug while the device remained in place. The finding was discussed with the surgical team, an additional stitching was required near the implant site for management of the bleeding. The device was subsequently removed, and on inspection, a small hole was noted in the catheter. A second impella 5.5 device was placed, and the patient remained on support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided. The cause of fluid leak cannot be determined since no product was returned and insufficient clinical details were provided.